Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 135mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent up arrow button due to moisture damage at the keypad traces. No button error alarms noted. The device was received with cracked case at display window corners and reservoir tube, and scratched lcd window.